Event description:
It was reported that when using one (1) bd vacutainer® multiple sample luer adapter, no blood flowed into the tube after the unit was connected properly. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-07-2025. Investigation summary : bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed. The customer sample was returned contaminated so this could not be tested. Additionally, 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® multiple sample luer adapter, no blood flowed into the tube after the unit was connected properly. No adverse impact was reported regarding the patient or user.